Manufacturer narrative:
This event is part of a blinded post approval study of the c2 ivl device. Therefore, the facility where the event occurred, or the operating physician information is not available. It is not possible for shockwave to make three attempts of due diligence to follow up and gather information. The ivl catheter was not returned by the reporting party. Therefore, inspection of the device could not be performed. This MDR is being filed in an abundance of caution and for trending purposes. The likely cause for the reported cardiac arrest and cardiogenic shock which subsequently resulted in death could not be determined. The lot number of the devices was not provided. Therefore, a review of the device manufacturing and test documentation could not be completed. However, shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
This event is related to the cad iii post approval study, a blinded study of the c2 ivl device. The subject encountered cardiac arrest and cardiogenic shock the same day as the index procedure, approximately six hours after the end of the procedure. The subject expired four days following the index procedure of sudden cardiac death. It was noted that two shockwave c2 ivl catheters were used in the index procedure along with five other intra-coronary devices in which details are not provided. The ivl device relationship to the adverse event is unknown.